Manufacturer narrative:
Additional information will be provided within thirty days of receipt.

Event description:
After deploying the smart control to the left iliac artery, the stent did not expand after delivery. The physician used a balloon (diameter 6mm, length 20mm) to expand the stent. The balloon was inflated to 14 atm. The lesion contained stenosis. There was no injury to the patient. The product will not be returned.